Event description:
On (B)(6) 2011 the pt presented to the hospital experiencing weakness. It was determined that the pt had bacteremia with severe sepsis. The infection was in the ICD pocket. The pt was treated w/antibiotics but his condition contd to deteriorate the device and leads were explanted on (B)(6) 2012. The pt went into respiratory distress and deceased. The cause of death was cardiogenic shock.the clinician stated the death did not appear related to the device or implant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.